Manufacturer narrative:
Though asked, the device lot number was not provided by the customer. As a result, the date of manufacture is unknown. The customer reported to have discarded the device. (B)(4).

Event description:
Covidien received information from a customer stating that prior to use, a nurse found that the 15mm connector on an endotracheal tube was loose. She fixed it and used the device on a patient. No patient harm reported. The sample was scrapped at the hospital.